Event description:
Pump declared altitude alarm 21, prompting technical support intervention. Blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Customer suspended insulin due to alarm but resolved issue by following instructions to clean speaker holes and reset pump, successfully resuming normal operation within ten minutes. Technical support provided additional guidelines to prevent future altitude alarms.